Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 1. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 200cc mentor memorygel breast implants experienced bilateral grade 1 capsular contracture postoperatively. Although capsular contracture baker grade 1 is not a clinically significant complication, the patient did undergo explantation on (B)(6) 2021 due to the encapsulation. Since the patient¿s surgery is not an elective procedure, this adverse event is being reported as a serious injury. This medwatch report is for the left-sided implant.